Manufacturer narrative:
This incident occurred outside the united states.

Event description:
Pt reported the menu button on the infusion device does not function properly. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. Infusion device was replaced and requested for eval. The infusion device was evaluated, and the menu button does not respond. There are particles of plastic inside the housing of the menu button, and these particles temporarily isolate the area of contact inside the button housing. Due to this , the menu button is without function.